Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately 3 weeks ago with an actual date not provided, due to poor visual quality. The lens was replaced with a monofocal lens, model and type unknown. Patient reported to be very happy post op. No further information was provided.

Manufacturer narrative:
Additional info: further information was received. The lens was explanted (B)(6) 2016. There was no vitrectomy, nor sutures and patient recovered uneventfully and is satisfied with the outcome of the lens exchange. (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. An investigation could therefore not be performed and the reported event could not be confirmed. Manufacturing record review: the manufacturing records for the reported lens were reviewed. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.